Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 error alarm was confirmed in the history file also, unable to perform a21 error test due to motor error loop. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the operating currents are within specifications and passed self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during a bolus attempt. The patient's blood glucose at the time of incident was 175 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the insulin pump as well. However, a motor position encoder error alarm was found in the alarm history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.